Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, high blood glucose and sugar was 375mg/dl on time and date of hospitalization mentioned was 10/24/2017. Customer¿s current blood glucose was 274mg/dl. Drive support cap was normal. Insulin exited at qr. Displacement test was passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.